Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was trying to issue medication. A technical support specialist informed the customer that pharmacy approval is required before the medication order can be issued. Once approved, the order will update and allow dispensing. The system functioned as intended after the technical support specialist investigated the device.